Event description:
It was reported that a peritoneal dialysis (pd) home patient(hp) passed away due to a cardiac arrest. It was also reported that approximately two months prior, the patient experienced a stroke and was hospitalized for 3 days for the event. As a result of the stroke, the hp had left sided hand weakness. Dianeal therapy was ongoing until the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Event history log review, service history log review and device history log review were performed. Review of the logs revealed no failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported event of patient passed away. The device was evaluated by baxter product analysis (pal). The device passed both the homechoice (hc) rite (returned instrument test evaluation) electrical test and the hc rite functional test and was determined to meet performance specification requirements per rite testing. Internal and external visual inspections were performed which revealed no problems. Per pal evaluation, no failure or malfunction was identified that could have caused or contributed to the home patient passing away. The assignable cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been requested for return for evaluation. Should additional relevant information be received , a supplemental report will be submitted.